Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was observed. The high current drain was traced to the hybrid. The root cause of the premature battery depletion was due to an anomalous component on the hybrid.

Event description:
It was reported that the device triggered an alert via remote transmission for eri. Upon interrogation, the device was found to be eri prematurely. Device was explanted and replaced. Patient condition was good after event.